Event description:
Legal counsel for patient reported that patient underwent a left total hip arthroplasty on (B)(6) 2000. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2002 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, discomfort, soreness, dysfunction, loss of range of motion, metal poisoning, metallosis, and elevated metal ion levels. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 3 MDR's filed for the same patient (reference 1825034-2014-06696, 08779 and 08798).

Event description:
Legal counsel for patient reported that patient underwent a left total hip arthroplasty on (B)(6) 2000. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2002 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, discomfort, soreness, dysfunction, loss of range of motion, metal poisoning, metallosis, and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient medical records revealed patient is bilateral. The patient underwent a right total hip arthroplasty on (B)(6) 2001 with no reported revision. Additional information received in patient medical records revealed patient's left hip revision on (B)(6) 2002 was due to a loose acetabular component. The patient's operative report noted scarring and mild fibrous ingrowth around the cup. Product identification is now known.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: expiration date - unknown, PMA/510(k) number - unknown, manufacture date ¿ unknown. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.